Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: cutter device, 1/1/2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device had vibration. It was further determined that the cutter device was not properly loaded (use error/misuse). It was observed that the bearing was defective in the nose. It was further determined that the device failed pretest for vibration and cutter insertion. It was noted in the service order that the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.